Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be duplicated during testing. Ventec downloaded the device's electronic records for review where it was confirmed that the device had alarmed multiple times for very low fio2. Ventec then tried again to duplicate the reported issue using the same settings as the customer, but without success -- normal device operation was observed. As a precaution, ventec replaced the control board, oa2 board, internal flow transducer (ift) and exhalation control module (ecm). Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be conclusively determined.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.